Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A latitude red alert was subsequently generated from this system due to pacing impedance measurements greater than 2000 ohms. In addition to the inappropriate shocks, anti-tachycardia pacing (atp) therapy was also delivered. The patient was asymptomatic. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that noise was noted on this right ventricular (rv) lead. Additional information from the medical records indicated the rv lead was fractured causing improper shock. The physician discussed all the options with the patient and the patient decided not to have another surgical procedure. The implantable cardioverter defibrillator (ICD) portion of the device was then turned off and the cardiac resynchronization therapy remained intact. The rv lead was abandoned electrically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture, noise and pacing inhibition were observed via a telemetry strip. There was no episodes of noise in the logbook; however, it could be low level myopotentials being picked up which may not trigger an event but would still inhibit a paced beat. A boston scientific technical services consultant recommended having the patient perform isometrics to further evaluate the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the investigation conclusion code.